Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer reset the pump to resolve the issue and insulin delivery was resumed. There was no reported adverse impact to the customer.